Manufacturer narrative:
(B)(4). The hospital biomed evaluated their device and was unable to duplicate the reported issue. The biomed observed that the device booted up into AED and prompted to remove the test plug which was connected to the defibrillation therapy cable. When the test plug was removed the device prompted to "connect electrodes". This is normal device operation. When the biomed placed the device into manual mode, the device recognized the defibrillation therapy cable and was able to shock successfully. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to detect when a defibrillation therapy cable was connected during a patient event. In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however there was no adverse patient outcome reported. The customer advised that he had no further information to provide about the patient or the event.